Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
It was reported that the 1 safeset¿, 1 transducer 1 port, 53 inch (134 cm), 3 ml/hr macrodrip had a leak issue. It was stated that ¿when rinsing the sampling device, by pushing, blood came out at the sampling site. A crack in the plastic was observed. System changed.¿ the status of the product at the time of the event is when rinsing the sampling device. The patient was connected to the device during the incident. No adverse event/human harm, no delay in therapy and no need of medical intervention. No visible default on the device before use. No medication involved, therefore no leak of medication. There was a few milliliters of blood loss. There was patient involvement and unknown adverse event/human harm.

Manufacturer narrative:
The reported complaint of a leak was confirmed on the returned set. During the visual inspection, a crack was observed on the safeset port. Crazing was not observed near the crack. Only the safe set port was received for evaluation. The pressure tubing was cut on both the ends of the safeset port by the customer. A blunt cannula was attached to the safeset port, and when the set was primed, a leak was observed from the crack on the safeset port. The probable cause of the crack on the safeset port is unknown. Lot history review could not be conducted because no lot number(s) was/were identified.